Event description:
It was reported by a family friend that the patient had experienced sepsis and kidney failure that had been linked to and implanted ¿wire¿. The status of the lead is unknown. No further patient complications have been reported as a result of this event.